Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. The product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Four radiographs, taken on an unknown date, were provided for analysis with (B)(4): two anteroposterior (ap) and two mediolateral (ml). Two x-rays, where surgical staples are visible, are assumed to have been taken after primary surgery; the other two x-rays, where a tibial fracture is visible, are assumed to have been taken prior to revision surgery. The zper mentions that primary surgery was performed at an unknown hospital 6-8 weeks before the event report. It is unclear from the complaint description on etq which knee was implanted. However, the ap x-rays suggest the left knee was operated on. The zper also mentions it is unknown whether there were any contributing conditions related to the event, and that the surgical technique for the product was utilised, except not using the keel picks to clean the keel cut. The implants appear adequately sized and positioned, with the possible exception of the tibial tray, which appears short of the medial edge of the tibial plateau in the post-primary ap radiograph. The oxford partial knee surgical technique [1] states that the tibial tray should be flush with (or have less than 2 mm overhang from) the medial edge of the tibial plateau. However, this cannot be confirmed due to the suboptimal quality of the radiographs and suboptimal orientation of the knee in the post-primary ap radiograph. The oxford partial knee surgical technique, also recommends that before taking the film, adjust the position of the limb by flexing/extending the knee and internally/externally rotating the leg until the tibial component appears on the screen directly end-on. Furthermore, the ml x-rays indicate that third bodies, likely bone debris or osteophytes, were present in the posterior joint space. It is unclear whether any of these contributed to the reported event. Better quality post-primary x-rays (with adequate alignment), patient details (height, weight, activity level), contributing conditions related to the event and component details (part and lot numbers) are required to provide a complete assessment. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the medial proximal tibia fractured around the oxford cementless implant. Subsequently, revision surgery needed. Revision procedure has not yet commenced. Unsure which hospital the procedure was performed but was made aware of fracture in (B)(6).

Manufacturer narrative:
(B)(4). Post code: (B)(6). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision surgery was performed due to implant fractured. Unsure which hospital the procedure was performed but was made aware of fracture in (B)(6) hospital.